Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not recognize a battery) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was contamination on the battery board pca, a shorted u13 cmos flash microcontroller, a shorted q1 current-controlling transistor and the y1 crystal oscillator was open. The damage to the oscillator, transistor, and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to recognize a battery.